Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedure. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that a 6f angio-seal was deployed after the common femoral artery (cfa) was visualized for appropriateness of a vascular closure device. Hemostasis was not achieved and manual pressure was applied for more than 10 minutes until hemostasis was achieved, then the pt was sent to a hospital room. The pt was brought back to the cath lab with a cold foot. The angio-seal implant site was visualized and no distal flow was seen. A stent was placed in the cfa and flow was restored. A run-off was then performed and distal thrombus that impeded distal flow was seen. The pt was sent to surgery that evening and the clot was removed. The pt is reported to be stable.